Manufacturer narrative:
A sample lens was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after a patient had bilateral intraocular lens (iol) implant procedures 3 years ago, he has sustained very large starbursts in vision, night and day, "disphotopsia", and disabling glare. He has been treated with lubricants, tinted glasses, contact lenses and pilocarpine. The pilocarpine did minimize some of the symptoms, yet they were still considered disabling. The patient more recently developed posterior capsular opacification (pco) but already had all the symptoms prior to the pco. Additional information was requested. There are two medical device reports associated with this patient. This report is for one of the patient's eyes.